Event description:
Patient reported they felt ill when they woke up 2005. Patient called the paramedics, they measured their blood glucose as hi. Paramedics administered a saline drip and transported them to the hospital. Patient was given an insulin drip and IV of saline in the emergency room and later taken to ICU. Patient's device was removed and blood glucose came down to 300-400 mg/dl the next day, but elevated again when they reconnected to the device. Patient removed device again, blood glucose was reduced to 340 mg/dl and they connected to backup device the following day. Patient used same accessories and backup device reduced their blood glucose to 147 mg/dl. The physician and hospital will run tests and check specifications on device before it is returned for evaluation.